Event description:
It was reported that the user encountered an ¿unable to proceed¿ alert during a supply change and subsequently received alert 38 indicating a motor stall when attempting to fill the tubing, despite a successful dry run; replacement of the cartridge briefly allowed drops from the tubing, but the motor stall recurred during the normal supply change, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description.complaint was unable to be confirmed or duplicated. The leadscrew was successfully able to rewind and prime to (B)(4) units with no issues. No fault was found.